Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a venotomy closure of the common femoral vein in two separate access sites using the pre-close technique with prostyle devices during a right femoral ablation interventional procedure using a 7f sheath. There was no issue with suture placement at the first access site. During use of the prostyle device at the second access site, heavy resistance was met when depressing the plunger. Although there was resistance, the plunger was fully depressed and click was heard, but sounded different than normal. When retracting the plunger, the plunger was stuck and required twisting and force (not excessive) to remove it. Once the plunger had been retracted exposing the needles, half the suture was attached to one of the needles and some of the suture remained in the prostyle device. In addition, collapsing the footplate and removing the device from the groin required more force than normal. Upon visual inspection of the device, the footplate was still intact, and the physician was confident that nothing had been left in the vessel. No additional prostyle device was used and the pre-close technique was aborted at the second access site. The sheath was upsized to 11f and the procedure was completed. Hemostasis at the first access site was achieved with the pre-placed prostyle suture. Another prostyle device was used post-procedure to achieve hemostasis at the second access site. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty deploying and retracting the plunger, noise (unusual click sound) and difficulty removing the device from the anatomy could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. The reported difficulty closing the foot could not be confirmed as the foot functioned as expected. The reported suture detachment was not confirmed as the returned suture condition indicated it was cut. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Reportedly, when retracting the plunger, the plunger was stuck and required twisting and force (not excessive) to remove it. It should be noted that the prostyle instructions for use (IFU) states: do not advance or withdraw the perclose prostyle suture mediated closure and repair device against resistance until the cause of the resistance has been determined. In this case, removal of the device with resistance would not have initially contributed to the reported difficulties and was circumstantial due to the difficulties experienced. The reported difficulty deploying the plunger was concluded to be related to a potential product quality issue due to the observed posterior need tip not ejecting from the posterior shank. The reported difficulty retracting the plunger, difficulty closing the foot, noise, and difficulty removing the device are symptoms associated with the difficulty deploying the plunger. The returned suture conditions indicated the suture was cut and not detached. The subsequent treatment appears to be related to procedure circumstance. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. D4: lot no. H4: device mfg date.